Event description:
Same case as user facility medwatch report # (B)(4); manufacture report # 3005188751-2011-00133. It was reported during an ablation procedure, skiving was noted. The physician experienced difficulties passing the sl1 swartz guiding introducer through the septum from the right atrium to the left atrium for pulmonary vein isolation (pvi) ablation; resistance was noted. Following removal from the pt, the physician pushed the brk transseptal needle through the sl1 introducer on the table and a small piece of plastic broke off the opening end of the introducer sheath onto the table. Another sl1 guiding sheath was used to continue the procedure without any difficulty.

Manufacturer narrative:
The device was not returned eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment.